Manufacturer narrative:
Manufacturer's investigation conclusion: the reported ¿popping¿ coming from the pump could not be confirmed. A specific cause for the noises could not be conclusively determined through this evaluation. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. Review of the submitted log files showed the system functioning as intended. No notable alarms or events were captured. The patient remains ongoing on hm3 lvas, serial number (B)(6). No further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication. Several sections of the IFU instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The patient handbook instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, several sections of the patient handbook also instruct the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported. The current revision of the IFU can be found on the eifu page of the abbott website. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had "popping" on the left side of their chest. Log files were sent for review. The log files captured the ventricular assist device (vad) and peripheral equipment functioned as intended. It was later communicated the "popping" was not audible on auscultation and not thought to be device related. The popping did not resolve and the implantable cardioverter defibrillator (ICD) was interrogated and found to have high premature ventricular contractions (pvc) burden. The patient's beta blockers (bb) were increased. It was later communicated on (B)(6) 2026 that the emergency physician saw the patient and thought right ventricular outflow tract (rvot) in origin though they had some runs of non-sustained ventricular tachycardia as well. These improved on increased dose of bb but the patient still had 14% burden, hence the rationale for increase bb. The patient was asymptomatic. The high pvc burden was noted to not be related to the device.